Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available for return. Upon receipt, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was unknown if therapy was ongoing until the time of death. In the month leading up to the death, the patient was hospitalized for internal bleeding due to an intestinal tumor that was removed on an unreported date. The patient was reported to be recovering from the internal bleeding and was discharged from the hospital. The cause of death was unknown and it was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1999. The device was returned and an evaluation was performed. A review of the device and service history records was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no failures or malfunctions that could have caused or contributed to the reported event. An increased intraperitoneal volume (iipv) event was identified that occurred one month prior to the patient passing away. The device was determined to meet functional and electrical performance specification requirements. The pneumatic system was tested and found to be functioning properly. A simulated therapy was completed with no issues noted. An internal and external visual inspection revealed no problems related to the reported event. The evaluation of the device identified no failures or malfunctions that could have caused or contributed to the reported issue. Should additional relevant information become available, a follow-up report will be submitted.